Manufacturer narrative:
Awaiting add'l info from the customer to be provided.

Event description:
It was reported by a customer that during a procedure on (B)(6) 2011 the laser system rec'd a 'safety shutdown' message. Also, two error messages 210 and 830 were rec'd.